Event description:
At 9:43 p.m., the customer obtained a blood glucose reading of 83 mg/dl on a contour next link 2.4 meter. At 9:48 p.m., upon retesting with a different meter, a reading of 52 mg/dl was obtained. Another set of testing was performed by the customer on a contour next link 2.4 meter at 9:51 p.m. And a different meter at 9:54 p.m., and readings of 89 mg/dl and 54 mg/dl respectively were obtained. At around 10 p.m., the customer was having symptoms of hypoglycemia such as lightheadedness and sweatiness. The customer drank 8 ounces of apple juice and felt better. The differences between the readings falls in c zone of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.